Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the hot axios delivery system failed to cauterize and the delivery system got stuck in the working channel of the echoendoscope. Upon attempting to remove the delivery system from the working channel of the scope, the white distal tip detached and was removed from the working channel of the scope with biopsy forceps. The complainant reported that the stent was not completely covered by the outer sheath of the delivery system when it was removed. The procedure was not completed. The were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was not returned. The stent deployment hub was at step #2. The catheter hub was in its original position, and the catheter lock was unlocked. The yellow safety clip was not returned. The visual examination also noted that the nose cone was detached from the polyimide inner and not returned. Some kinks were noted in the polyimide inner. No damage was noted to the outer sheath or the handle of the delivery system. There was no damage to the handle¿s electrical connector. A functional evaluation was performed, and the catheter hub was able to advance and retract without resistance. The stent deployment hub was also able to be moved with no resistance. The outer sheath was measured to be within specifications. The observed damage to the returned device is consistent with excessive force being applied to the device. Certain endoscope and elevator positions can generate excess friction between the catheter and the working channel, which may have resulted in the tip detachment reported nd the kink in the polyimide inner. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the hot axios delivery system failed to cauterize and the delivery system got stuck in the working channel of the echoendoscope. Upon attempting to remove the delivery system from the working channel of the scope, the white distal tip detached and was removed from the working channel of the scope with biopsy forceps. The complainant reported that the stent was not completely covered by the outer sheath of the delivery system when it was removed. The procedure was not completed. The were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.